Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports discrepant multigent clin chem ammonia results being generated for patient samples on an architect c4000 analyzer. Results for the patient 1 diagnosed with an amino acid disorder are summarized below: (B)(6). Patient 2: an initial sample generated a result of 88 ug/dl, which was reported from the lab. A previous sample from this patient generated a result of 39 ug/dl. Patient 3: an initial result of 21 ug/dl, retested at 21 ug/dl (the customer ran this sample to trouble shoot the issue and demonstrate reproducibility upon retesting). Controls have remained within specifications on all runs. No suspect results have been reported form the lab. The customer uses a normal reference range of 18 - 72 ug/dl. There is no impact to patient management reported.

Manufacturer narrative:
No returns were available from the customer site for this evaluation. A review was performed of the available data logs from the architect c4000 analyzer. No determination could be made as to any system related cause for the current customer issue. The service history for this analyzer does not include a recurrence of inconsistent or erratic ammonia results or any information applicable to the current complaint. The customer opened a new reagent pack of the same lot and recalibrated the assay and sample pipettor along with collecting new patient samples during troubleshooting, which resolved the customer issue. The architect system operations manual and the multigent ultra ammonia assay package insert contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.